Event description:
I applied a icyhot heat therapy patch to my right calf and it was on approx. 2hrs. When it started to burn my leg. I went into my house to sit down and look at it. I walked approx 20 feet to set down to look at it when it started to burn very bad. When I started to take the product off my leg I saw my skin pealing off. Product was burning so bad I had to pull skin off my leg to remove the patch. I have a scar the size of a silver dollar on my leg. This took approx 3 months to heal. Product was used per instructions. Dose or amount: each. Dates of use: 2007. Diagnosis or reason for use: leg cramps.